Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient presented acute pain with the preoperative diagnosis of degenerative disc disease l3-4; low back pain; lumbar spinal stenosis; lumbar radiculitis; and underwent surgery which consisted of a direct lateral interbody fusion at l3-4; insertion of interbody device using a peek xlif 12x50mm, implants with bmp and mastergraft supplementation. Per the operative report "....after preparing the disc space to parallel bleeding surfaces and trialing with appropriate trialing technique, a 12 x 50 mm implant was identified to be of appropriate size and the implant was filled with mastergraft and infuse from a small infuse kit. The implant was placed into the disc and was in good position on ap and lateral fluoroscopic views...." No patient complications were noted. On (B)(6) 2011 the patient was discharged. On (B)(6) 2011 the patent presented with low back pain; lateral aspect pain in left abdomen; and some burning that goes down the right lateral thigh. On (B)(6) 2011 the patient complained of mechanical and axial back pain. On (B)(6) 2011 the patient presented spine back pain and radiculitis. A MRI was conducted which demonstrated postoperative changes at l3 and l4 with laminectomies, space or devices, posterior rod and inter-pedicular screw fixation, and postoperative scarring. There was moderately prominent right foraminal narrowing at l3-4 with lesser changes on the left and at l4-5; there were no distinct herniations or impingement. There was scarring in the lateral recess regions as well and minor djd at other levels without significant additional stenosis or impingement. On (B)(6) 2011 the patient presented low back pain, lumbar ddd and spinal stenosis. He complained of focal mechanical pain on the right lower part of his back. On (B)(6) 2011 the patient presented with lower back pain and underwent a lumbar CT which demonstrated "mild scoliosis demineralization with minor atherosclerosis and gallstones. Minor djd with mild to moderate foraminal narrowing at 1/2-2/3 and 5/1. Postoperative changes with laminectomies, spacer devices, and posterior rod and inter-pedicular screw fixation at the 3/4 and 4/5 levels. Typical relatively limited postoperative changes at 4/5 with more prominent endplate sclerosis at 3/4 and mild degree of rotatory misalignment at this level with moderate bony foraminal narrowing. Questionable soft tissue changes of disc bulging and apparent scarring at 3/4, with questionable changes anterolaterally on the right which may be artifactual versus interim change as no corresponding similar abnormality is apparent on recent MRI of (B)(6) 2011." On (B)(6) 2011 the patient presented with lumbar radiculitis, low back pain, focal sacral pain, lumbar ddd and lumbar spinal stenosis. Ap, lateral, and spot lateral x-rays of the lumbar spine showed solid arthrodesis with no evidence for pseudoarthrosis at l3-4 above a prior fusion that looked solid at l4-5. On (B)(6) 2011 the patient presented lumbar radiculitis, low back pain, lumbar ddd and lumbar spinal stenosis. A CT scan was reviewed which demonstrated mild facet arthrosis at l5-s1 and degenerative changes at both sacroiliac joints. On (B)(6) 2012 the patient presented with lumbar radiculitis, low back pain, lumbar ddd and lumbar spinal stenosis. The patent reported hurting worse since after the surgery than prior to. Ap and lateral x-rays showed a solid arthrodesis at l4-5 and l5-s1. On (B)(6) 2012 the patient complained of mechanical and axial back pain and difficulty walking or standing for extended periods of time. Ap, lateral, and spot x-rays showed a solid arthrodesis at l4-5 and l5-s1. No abnormal findings.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Event description:
On (B)(6) 2011 the patient presented with constant ache/pain in lower back. In the course of pain management the patient underwent drug testing which was positive for opiates and oxycodone (B)(6) 2011; (B)(6) 2012; (B)(6) 2013. On (B)(6) 2011 the patient presented with constant aching in lumbar spine and neck. The patient mentioned that still having pain since "last fall" and changes in weather affect it. On (B)(6) 2011, (B)(6) 2012 the patient presented with constant aching in lumbar spine and neck. On (B)(6) 2012 the patient presented constant sharp and/or achy pain in the lumbar spine and neck. The patient mentioned they had had as stroke. On (B)(6) 2012; (B)(6) 2013 the patient presented constant sharp and/or achy pain in the lumbar spine and right hand worse with activity. The patient had limited rom. On (B)(6) 2013 the patient presented constant sharp and/or aching pains in the lumbar spine that was worse with activity. On (B)(6) 2013 the patient presented constant sharp pain in the lumbar spine with swelling.